Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Prior to passing, the patient received four inappropriate shocks from the lifevest. There is no information available for this event. The response buttons were pressed earlier in the detection sequence that led to the first treatment, but not immediately prior to shock delivery. The response buttons functioned appropriately. It is unknown who was pressing the response buttons. At 21:49:39, the patient received the first treatment. The patient's rhythm at the time of the treatment was asystole with motion and tactile artifact. The post-shock rhythm was also asystole with motion and tactile artifact. At 22:00:02, the patient received the second treatment. The patient's rhythm at the time of the treatment was asystole with tactile artifact. The post-shock rhythm was also asystole with tactile artifact. At 22:00:27, the patient received the third treatment. The patient's rhythm at the time of the treatment was asystole with tactile artifact. The post-shock rhythm was also asystole with tactile artifact. At 22:00:52, the patient received the fourth treatment. The patient's rhythm at the time of the treatment was asystole with tactile artifact. The post-shock rhythm was also asystole with tactile artifact. Oversensing of low-amplitude cardiac signal contributed to the false detection. After the fourth treatment, CPR artifact is present on the ECG recordings, indicating the presence of bystanders. The patient remained in asystole with CPR artifact until the device was shutdown at 22:46:59 on (B)(6) 2018. There is no indication that the inappropriate treatment caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the inappropriate treatment.